Event description:
I have filed complaint(s) against the remede/zoll/respicardia implant manufacturer previously, the issues have not been corrected. The implant for central sleep apnea was installed over 2 years prior to allow effective sleep. Two years after activation and the implant has yet to be programmed correctly. A message was left with the patient advocate and the chief medical officer, dt germany. To contact me to schedule a technician. Apparently the system not been programmed to change for daylight savings time correct the programming. I am dealing with several additional chronic illnesses, a full 8 or more hors of quality sleep is needed. I cannot get enough quality, effective sleep with the current programming for the remede implant. What does it take to get the manufacturer to program their equipment correctly? This is ridiculous, why does the FDA approve a devise if the manufacturer cannot program it correctly? Please advise.